Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2014 due to low vaulting and lens opacity (anterior subcapsular). The lens was explanted and an iol was implanted. Patient's last bcva was 20/20.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - 02 (evaluation anticipated but not yet done) (B)(4).